Event description:
After patient received a mitral valve replacement, they were prepped to go to ICU. When the nurse unplugged the IV pump, the system shut down and would not come back on. The pump was immediately swapped out and the pt was delivered to ICU.